Event description:
It was reported that the patient had presented to the electrophysiology (ep) lab for procedure. The patient had experienced phrenic nerve stimulation, which was attributed to the left ventricular (lv) lead. Programming changes were performed on other vectors of the lv lead; however, the issue persisted. The lv lead was explanted and replaced. The patient was in stable condition.